Manufacturer narrative:
On (B)(6) 2020, after a clinical review of the event, patient code local reaction was removed to more accurately reflect the patient's reported symptoms. It was determined that the patient symptoms were due to trauma she experienced with mammogram. It was found that wrong date of implantation was noted on the initial report. The actual date of implantation is (B)(6) 2007. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 450cc mentor memorygel breast implant (catalog #:3504501bc, 5751783-054). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient had experienced breast pain, swelling, and distortion since a mammogram performed in (B)(6) 2019. The rupture was visualized by ultrasound performed on (B)(6) 2019. The physician stated that the mammogram performed in (B)(6) 2019 may have contributed to the rupture. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2019.